Manufacturer narrative:
Infection - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a surgical removal of the mesh device on an unk date due to infection. The surgeon opined that the device looked compromised when removed. Additional info has been requested.